Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose level was 98 mg/dl and low blood glucose level was below 40 mg/dl. The customer was treated with food and glucose tablets. The customer also stated that they did allege insulin pump was over delivering. The customer was performed displacement test and it was passed. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.